Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse observed the safety disk and condensation removal module (crm) were polluted with blood. The fse provided the customer with a quote for replacement of the contaminated parts. Repairs are ongoing pending customer approval. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a blood back event where the intra-aortic balloon (iab) ruptured. The end user swapped out the iabp unit with another iabp unit to continue therapy without issue. The patient was confirmed to be in stable condition. There was no patient harm and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse observed the safety disk and condensation removal module (crm) were polluted with blood. The fse provided the customer with a quote for replacement of the contaminated parts. The fse returned and replaced the crm and safety disk and noted that the backflow issue was solved. During performance testing, the fse observed that the iabp unit failed the k6, k6a, k7, k8 leak test. The fse was unable to clear the unit for use pending additional repairs. Subsequently, the fse returned to the customer's site at a later date and replaced the drive manifold. Preventative maintenance (pm) was completed and all testing passed to factory specifications. The iabp unit was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion). Additional information: event site postal code: (B)(6).